Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked approximately 45.0, 65.0, and 131.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and the coil winds were offset. Conclusions: evaluation of the returned device revealed that the smart coil embolization coil winds were offset and the pusher assembly was kinked. The offset coil winds typically occur due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as this may occur. Further evaluation of the returned device revealed that the pusher assembly was kinked. This type of damage likely occurred due to forceful advancement against resistance, while attempting to advance the smart coil through the non-penumbra microcatheter during the procedure. The offset coil winds likely caused the friction experienced while attempting to advance the smart coil through the non-penumbra microcatheter. The smart coil was attempted to be advanced through a demonstration microcatheter. While advancing the smart coil through the introducer sheath; resistance was encountered as the kink in the pusher assembly was advanced through the introducer sheath and the smart coil could not be advanced any further. The non-penumbra microcatheters referred to in the complaint were not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00279; 3005168196-2018-00280.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) to treat an unruptured aneurysm using penumbra smart coils (smart coils). During the procedure, while attempting to load three smart coils through the hub of two different non-penumbra microcatheters, the physician experienced friction. The smart coils were able to be advanced to the distal tip of the their introducer sheaths but would not advance completely out of the sheaths and into the microcatheters. Therefore, the smart coils were removed and the procedure was successfully completed using two new smart coils, additional coils and the second microcatheter. There was no report of an adverse effect to the patient.